Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced lethargy that progressed to a loss of consciousness and collapse on the same day a new cgm sensor was applied to her arm. During the collapse, she struck her head and later noted a lump at the site of impact. Approximately one hour later, the patient¿s husband arrived home and found her unresponsive. He immediately called 911. No treatment was administered prior to the arrival of emergency medical services (ems). The patient was transported by ambulance to the hospital. In the emergency department, the clinical team performed a comparison between cgm readings and a bg fingerstick test. The patient recalled that her bg fingerstick result was in the 700 mg/dl range, though she could not remember the cgm value at that time. She was admitted to a general inpatient unit, where she was additionally diagnosed with pneumonia. Treatment included intravenous antibiotics and intravenous insulin. By the following day, the patient had regained consciousness and continued receiving insulin injections. She reported ongoing lethargy early during her admission but noted gradual symptom improvement. The treating team attempted to replace her cgm sensor, trying a total of three sensors, all of which reportedly showed inaccurate readings upon insertion. The patient was discharged on 01/27/2026, with a documented pre-discharge fingerstick glucose of 170 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction was updated on 3/11/2026. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 02/24/2026. It was reported that an unspecified malfunction occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).